Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the haptic tore. The lens was removed with no pt injury. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.